Event description:
It was reported that signal loss occurred. Date of event is an approximation. On 12/6/2024, the patient experienced signal loss after which they experienced a severe hypoglycemic event. No specific symptoms were reported, and it was unknown by whom, but an ambulance was called. When a fingerstick was taken by the paramedics the blood glucose reading was 1.2 mmol/l. The patient was treated with intravenous glucose and a glucagon injection. There was no documentation of further medical intervention, and no healthcare facility was visited. The patient would have suffered an injury to the knee and head, but no further information was available about this, and the patient declined to provide further details about the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.